Manufacturer narrative:
For the investigation the provided information and the logfiles were analyzed. On the date of event the ventilator alarmed amongst others for "mv high" and "flow measurement inaccurate" in order to alert the user. The logged messages and reported device behavior are indicating a faulty cable harness spirologsensor. The cable harness spirologsensor is part of the expiratory flow measurement which is used to control and monitor the ventilation. In case of a faulty flow measurement e.g. Due to contact problems with the cable harness, this can result in the reported deviations. The cable harness spirologsensor was subsequently replaced on site. The device monitors multiple ventilation parameters like respiratory rate, volume, leakage and pressure and will generate an audible and visual alarm if the set alarm limits are exceeded. The instructions for use advise the user to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag) as immediately necessary in the event of a malfunction.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device started to resonate and shake during the expiratory phase of the patient. After checking the hoses, connections and possible fluid accumulation in the hose the situation was not solved and the patient was put on another ventilator. The patient gas exchange was stable during this timeframe. No injury to the patient was reported.